Event description:
Information was provided that in 2006, pericardiocentesis using a 4fr angiographic sheath was performed due to cardiac tamponade. Three days after placement of the sheath, the physician placed a wire guide and by using it, the sheath was replaced with the drainage catheter, which the physician planned to remove in a week. A week later, blood was noted in the discharge through the catheter, however, it was not removed. Three days later, angiography verified perforation of the right ventricle. The catheter was surgically removed 2 days later. The physician commented that the wire guide insertion may have resulted in the perforation as resistance was encountered during insertion of the wire guide.

Manufacturer narrative:
Evaluation: still under investigation at this time.